Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer intermittently displayed an error message that indicated that the programmer was overheating and the customer comment that the stylus was not functional. It was noted that the programmer case handle and the media bay door were both broken, the personal computer memory card international association (pcmcia) eject levers had broken off and the electrocardiogram (ECG) connection on the link electronic module (lem) had broken loose. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that programmer intermittently displayed an error message indicated that the programmer was overheating and need to be shut down, or it spontaneously shut down. It was also noted that the programmer was unresponsive to stylus input. There was no patient involvement.